Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-8741g mis bunion guide serial/batch number (B)(6) was received for investigation. Functional testing found the positioning knob screw are not screwing into the main bracket. Visual evaluation found that the screws and the cannular guide body are damaged. Many gouges were observed on the peek screw threaded holes. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion/use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2023 by a sales representative via sems that an ar-8741g-02 positioning knob would not screw into the ar-8741g drill guide. "The screw positioning knob for the bunionectomy minimally invasive bunion guide was not able to be screwed in fully in the correct location - screw is either defective or the c ring guide is defective. It caused the case to go an hour longer than usual." Case involvement, deviation from procedure occurred.